Manufacturer narrative:
Additional information: on 12/20/2019, the mentor failure analysis lab received the device for evaluation. On 01/09/2020, the product investigation was completed. Device investigation summary: during evaluation of the sample a crease was observed. Within the crease a rupture was noted. No other anomalies were observed. These kind of findings are consistent with a crease/fold failure which is a known inherent risk associated with the use of gel-filled mammary prostheses and may be the result of one or more of the following contributing factors: continuous and sustained stresses to the device - such as too small a breast pocket and folding or wrinkling of the shell in the breast pocket. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Based on the information reported and/or the product investigation, there is no evidence that the issue is related with the manufacturing process. Manufacturer's reference number:(B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent breast reconstruction revision with 500cc mentor memorygel breast implants and experienced bilateral rupture post-operational. As a result, the patient underwent device removal and replacement with mentor memorygel breast implants, catalog numbers shpx650 on the right side and shpx595 on the left side, serial numbers (B)(4) on the right side and (B)(4) on the left side on (B)(6) 2019. This report is for the patient's right-sided device.